Event description:
Implanted with essure (B)(6) 2013, had extremely bad side effects with this device. Excessive bloating, weight gain, extremely painful stabbing pains in uterus (so bad I was unable to walk at times), hair loss, dizziness, headaches, mood swigs, heavy unpredictable periods. Had essure removed (B)(6) by bilateral salpingectomy (removed coils and both fallopian tubes). Doctor said one coil was further in my uterus causing the pain. Since removal, all the above symptoms have disappeared.